Event description:
It was reported the patient had started chemotherapy a week prior to report and they noticed a change with their deep brain stimulator (dbs) system a couple of days prior to report, ¿probably 5 days in¿. There were symptoms. The wires in her neck ¿got stiff and taut.¿ her neck felt really tight and the wires had gotten rigid. It was inquired if chemotherapy drugs could affect her dbs system. The patient had not called her health care professional yet at the time of report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0jzjv, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0jzjv, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).